Event description:
The customer reported that the device used for one application during colon resection and noticed that the blade was exposed outside the device jaws. The blade would not retract. A new instrument was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.